Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was hard to insert the intermittent catheter as it was too thick at the end and it happened 5 or 6 times. Also, this happened at least 1 catheter in each other.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿operator error¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it was hard to insert the intermittent catheter as it was too thick at the end and it happened 5 or 6 times and this happened at least 1 catheter in each order.